Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed a complete functional test and safety check to factory specifications and the unit passed all test. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit was not functioning properly. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit was not functioning properly. There was no patient involvement and no adverse event was reported.